Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. Upon further evaluation, service found a leak due to a perforation in the forceps channel. The adhesive on the light guide lens was peeled off, the insertion tube had wrinkling, and the insertion tube was crushed. The curved rubber adhesive was chipped off. The angulation was lacking due to stretching of the angle wire. Scratches were observed on the control body, switch box, grip, angle lever, up/down plate, and universal cord. The electrical connector pins demonstrated corrosion. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur and are likely due to wear and tear damage from use over an extended period of time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was leaking from the forceps channel. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling off. This report is being submitted for the malfunction (coating peeling off) found by service during the device evaluation.